Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a gynecological procedure on an unknown date and mesh was implanted. Following the procedure, the patient experienced pain and was given steroid injections. The patient underwent vaginal portion excision on an unknown date. The mesh was excised via abdominal incision. It was reported that injury to the bladder occurred during the operation and was repaired. No additional information was provided.